Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was engaged and the plunger was not depressed on the delivery device. The delivery device was removed from the loading device for inspection. The seal and tension spring assembly remained inside the loading device. The seal was observed to be intact with no cracks/delamination. The following measurements were taken; the inner delivery tube diameter was measured at .199 in. The outer diameter was measured at .221in. The length of the delivery tube was measured at 2.50 in.the values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "failure to deploy" was not confirmed but was confirmed for the analyzed failure "failure to load." Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.